Manufacturer narrative:
Device evaluation the ziv6-35-125-8-40 device of lot number c2256578 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0043) states the following: ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries up to 100mm in length with a reference vessel diameter of 5 to 9mm.¿ ¿introduce the extra or ultra stiff wire guide (7.0 and 6.0 french (2.3 and 2.0 mm) systems accept 0.035 inch (0.89mm) wire guide.¿ there is evidence to suggest that the user did not follow the instructions for use. From the information provided, the device was used in the superficial femoral artery. Additionally, a 0.018¿ wire guide was used for the procedure. The abnormal use of the device in the superficial femoral artery was found to not be related to the stent malformation reported by the customer and is captured in the pms log. As per update to the management of complaints procedure section 6.6.3, where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Image review images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Impression 1. The initial arterial disease/stenosis was not depicted on the images submitted for review. 2. The first image does demonstrate a normally deployed zilver 635 which appears to be appropriately sized for the vessel and both the proximal and distal markers appear aligned on a single plane. 3. The follow up image demonstrates disruption of the normally aligned proximal markers, with 2 markers displaced, suggesting the stent had either been partially elongated or compressed. Unfortunately, the resolution of the images is so poor that the stent lattice is not seen to help differentiate these possibilities. 4. The complaint report states that while trying to remove the delivery system, ¿it caused a malformation of the stent¿. It does not clarify if the proximal stent margin got hung up on the delivery system while retracting it through the stent, or if the outer sheath of the delivery system was closed and this action engaged with the proximal margin of the stent, pushing the stent caudally. One must always take care to ensure the delivery system does not interact with the deployed stent during removal. This is usually accomplished by magnified views and slowly removing the deployment system under direct visualization. In addition, pre-dilation is helpful as it allows the stent to expand more completely and helps free the delivery system from the stent. The report does not clearly state if pre-dilation was used, or if proper precautions were used while removing the delivery system. Without additional information or images from the procedure, it is hard to establish the exact etiology resulting in the complaint. 5. Fortunately, it appears the malformed stent was addressed with deploying a second self-expanding stent across the proximal margin of the original stent. Root cause analysis a definitive root cause of use error has been determined. From the information provided, a 0.018¿ wire guide was used for the procedure, as per the instructions for use, a 0.035¿ wire guide is required. The smaller diameter wire guide would have provided insufficient support to the delivery system, resulting in the outer sheath prolapsing when withdrawing the delivery system after stent deployment, subsequently resulting in the interaction between the delivery system and the stent and causing the reported stent malformation. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the ziv6-35-125-8-40 deployed as intended, however during the removal of the delivery system, the stent malformed. Another zilver stent was used to reline the stent, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 27-aug-2025.

Event description:
Per rep - (B)(6) 2025 - they were putting the stent in and everything was good. When they tried to remove the delivery system, it caused a malformation of the stent. The proximal end of stent became malformed. They used another zilver stent of a different size to reline the stent. The procedure was successfully completed. Are images of the device or procedure available? N/a, yes, no -yes. At what stage of the procedure did the complaint occur? Unpacking or preparation of the device, insertion, stent placement, removing the introducer. -removing the delivery system. Details of access sheath used (name, fr size, length)? -6 fr, 45 cm ansel. What was the target location for the stent? -proximal sfa. Was the product inspected for kinks or damage before use? N/a, yes, no -yes. Was the device used percutaneously? N/a, yes, no -yes. Was the device flushed through both flushing port before the procedure, as per IFU? N/a, yes, no -yes. Was pre-dilation performed ahead of placement of the stent? N/a, yes, no -unkr. Was post-dilation performed after the placement of the stent? N/a, yes, no -unkr. Details of the wire guide used (name, diameter, hydrophilic)? -.018 roadrunner, not hydrophilic. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? N/a, tortuous, calcified, altered -stenosis. Was resistance encountered when advancing the wire guide to the target location? N/a, yes, no -unkr. Was resistance encountered when advancing the delivery system to the target location? N/a, yes, no -no. How did the physician deal with this resistance? -n/a. Was the approach ipsilateral or contralateral? N/a, ipsilateral, contralateral (if contralateral, was the bifurcation angle steep? N/a, yes, no) -contralateral, unkr. Did the tip of the delivery system cross the target location? N/a, yes, no -yes. Was the delivery system tracked around a tight angle in the patient anatomy? N/a, yes, no -unkr. Was the delivery system damaged/kinked/twisted during deployment? N/a, yes, no -no. Was the handle pulled towards the hub during deployment? N/a, yes, no -yes. Was the delivery system pushed during deployment? N/a, yes, no -unkr. Was the stent deployed smoothly/without resistance? N/a, yes, no (if no, please detail any difficulty experienced during deployment) -yes. What artery was the stent placed in? -sfa. Was the stent fully deployed from the delivery system prior to removal of the delivery system? N/a, yes, no -yes. Did the patient have any pre-existing conditions? N/a, yes, no (if yes, please specify) -vascular disease/stenosis. Did the patient require any additional procedures as a result of this event? N/a, yes, no -no what intervention (if any) was required? -no. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day -n/a. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g., kink)? N/a, yes, no (please specify if yes) -no.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.